Manufacturer narrative:
One 12 pole, uni-directional, curve d, sensor enabled, advisor vl circular mapping catheter was received for evaluation. Electrodes 1-12 and the sensors met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported low confidence issue and subsequent cancellation remains unknown.

Event description:
During a paroxysmal atrial tachycardia procedure, while modeling, the model refresh rate of the mapping catheter was low during and the atrial tachycardia stopped. As the tachycardia could not be induced, the earliest lesion could not be located for ablation and the procedure was cancelled with no harm to the patient.